Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date. Customer blood glucose level was 24 mmol/l. It was reported that the insulin pump had crack on the battery compartment. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.